Event description:
There is very low sensing values and no capture in the right ventricle. Pt is a twiddler and x-ray revealed that the lead was pulled back into the device pocket. On (B)(6) 2011 - the physician initially suspected the pt had twiddled this device from its original position. However, when the pt was opened for lead replacement, it was noted that both the ra and lv leads remained in position. It was noted that this pt is non-compliant. This device was explanted and replaced with a competitive product. The hosp has retained this device and the exact date of explant is unk. Should additional info become available, this event will be updated.